Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed but did not replicate the customer-reported complaint. The instrument failed recognition based on log review. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement but triggered failure code 282, which was reported in the log. Additional observation not reported by site: the instrument was found to have a blade broken. The blade broke roughly at the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace exhibited a recognition issue. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the blade did not break while the harmonic ace instrument was inside the patient's body. There was no report of fragments falling from the device while being used within the patient. The patient has not returned to the hospital due to any post-surgical complications related to the retention of foreign material. The harmonic ace instrument was removed and replaced with a backup. There were no photographic images or video recordings available for isi review. The reporter refused to provide patient information due to the hospital's privacy policy.